Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in pump history with variable due to broken trace at pin keypad assembly. No unexpected pump error 4 alarms during testing however, pump error 4 alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple insulin pump error alarm occurred for the sixth time. The customer's blood glucose level was unknown. Customer stated that there alarms were reoccurred. The insulin pump will be returned for analysis.